Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving lioresal (baclofen) 2000 mcg/ml at 96 mcg/day via an implantable pump for intractable spasticity. The hcp reported that the patient became obtunded 6 days ago and remains obtunded despite being on a minimum rate. The hcp inquired how to program a temporary stop.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.